Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the atrial lead exhibited low pacing impedance and varying low voltage impedance. Programming changes were made. The patient was stable in condition.

Event description:
New information received notes that the right atrial lead exhibited noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.